Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while employing continuous  suturing technique in the uterus after laparoscopic myomectomy, three devices had there needle and thread broken after unpacking. To resolve the issue, a new suture was used. There was no patient injury.